Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that after changing the customer inadvertently dropped the pump, the touchscreen cracked and pump's screen was unreadable . Customer's blood glucose was 168 mg/dl. Customer reverted to manual injections for insulin therapy.